Manufacturer narrative:
The malfunction was duplicated and attributed to the high voltage module. The high voltage module was replaced to resolve the malfunction.

Event description:
During testing by a zoll medical service technician, the device displayed a "defib fault 78" message. There was no pt involvement.